Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. The reported complaint is related to inserter did not fire and determined there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device but, was unsuccessful due to the inserter not firing and as a result was unable to monitor glucose levels. The customer experienced symptoms of hypoglycemia and had contact with paramedics who administered insulin (dose/type unspecified) upon arrival. There was no report of death or permanent injury associated with this event.